Event description:
It was reported that premature battery depletion was observed post implant. The device was explanted and replaced. Patient is stable.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.